Manufacturer narrative:
H10: the customer went through the logs and was unable to find any errors or codes at the time the issue was mentioned. The customer also performed a performance verification tests (pvt) and passed. The unit was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen had froze and the settings were unable to be changed or turned off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their screen had froze on their v60 and they were unable to change the settings or be turned off. The rse advised the customer to perform a performance verification test (pvt) to attempt to resolve the issue. The investigation is ongoing.